Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing charger communication issues, and the patient programmer displayed a "low battery stim off" message. A company representative met with the patient and the patient stated she had not charged the ipg in over three months. The representative determined the ipg was inoperable. Surgical intervention may be taken to address the issue.